Event description:
(B)(6) was notified. Pt event (B)(6) 2015. Pt in mental health was being administered bi-weekly 200mg dosage haldol decanoate when attending registered nurse noticed medication leaking from the needle where needle attaches to the syringe. Attending nurse immediately placed the syringe down and notified nurse manager. Nurse manager did help assess event. Pharmacy was contacted and pt provider notified. A new ampule of medication was issued and picked up by pharmacy and a new needle attached. Pt was administered medication by the attending nurse without further consequence. (B)(4) was assigned duty to perform f/u report for pt event (B)(4) on (B)(4) 2015. (B)(4) did notify (B)(4). Defective device has been identified as tyco/kendall healthcare monoject magellan safety needle 22g x 1" with reference number (B)(4). Actions taken: met with attending nurse and nurse manager involved this event on (B)(4) 2015; attending nurse identified leakage point on the medical device during demonstrating procedure used; leakage did occur after use filter needle and replacement filter needle with safety needle that proved defective; defective safety needle was discarded before (B)(4) became knowledgeable event; however, likely lot number 230356 expiry 09-2017; (B)(4). Reason for use: schizophrenia.